Event description:
As reported, approximately 4.3 years post initial tka, the 66 y/o female patient had a revision to replace a slope + insert due to excessive wear. The 9mm slope+ insert was replaced with a 13mm crc insert. There was no breakage of a device. There was no report of surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays. Photos received. The device is not available for evaluation as device is still at hospital and it has to go through risk management.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections d1, d4, g3, g4, g6, h2, h3, h4 and h6 have been updated accordingly. (H3) the revision reported was likely the result of axial rotational mismatch between the femoral and tibial components, third body wear, instability, patient-related conditions, or any combination of these possibilities, which led to polyethylene wear and delamination of the tibial insert. However, this cannot be confirmed as the devices were not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.